Event description:
The hospital reported that during an endoscopic vein harvesting procedure last week, four short port btt block inflation valves popped out. As a result, the balloons would not remain inflated. Replacement units were used to complete the procedures. The hospital did not report any patient complications. It is unknown when the events occurred or how many failed during each case; therefore, all four will be tracked in this one case. This report is for the third device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).